Manufacturer narrative:
The closure top was returned for evaluation. The hex drive feature was deformed and the threads were stripped. Based on the event description and the nature of the failure, the hex deformation is likely due to the driver being stripped. Without the associated driver being returned, the cause cannot be stated definitively. The thread damage likely occurred due to a misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops were stripped during installation. They were removed and replaced with new one. There was no reported patient harm reported. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00330.

Event description:
It was reported that two closure tops were stripped during installation. They were removed and replaced with new one. There was no reported patient harm reported. This is report two of two for this event